Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's connection cable to the cuff came off after 6 days of being in placed. The patient was recannulated but no patient harm.